Manufacturer narrative:
The logs suggest that the transfer of the exam from the pacs may have been problematic, additionally the logs suggest that the application attempted to open whatever eventually was acquired from the pacs, and reported that volumeoid was not found, and that there were invalid slices. This issue was documented in a medtronic software anomaly tracking database for further investigation.

Event description:
A nurse reported that in between cases when selecting a new patient from the list in synergy cranial the software exited to the blue medtronic screen. A hard-boot brought the software back up and running properly. Since this event was reported in between cases no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. No parts or files have been received by the manufacturer for evaluation.